Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with phrenic nerve stimulation for a generator upgrade. It was found that the patient's left ventricular lead exhibited poor capture thresholds due to dead cardiac tissue. The lead was explanted. The patient was discharged.